Event description:
The customer reported that the device gave an error message when the therapy cable was attached. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device gave an error message when the therapy cable was attached. There was no report of pt impact or involvement. The device was not sent to philips for eval. The customer evaluated the device and stated that it now functions as expected. The device passed opcheck and was returned to service by the customer. We cannot determine the cause because, the symptom could not be verified.